Event description:
A vented yankauer suctioning device was used in a procedure requiring a non-vented yankauer. Allegedly one vented yankauer was mixed in a non-vented lot of product. Pt's condition was not disclosed.